Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the lg cable connector housing broken, the insertion flexible tube (ift) compressed, the operation channel buckled, the objective gluing cracked, the angle wire play, the air/water nozzle deformed, the lg supply tube leak, the electrical connector leak, the air/water nozzle dirty, the segment loosened, the junction case loosened, the bending rubber worn out, the insertion flexible tube (ift) worn out, the insertion flexible tube (ift) lump/wave, the air/water nozzle sharp, the angle wire rupture, the lg root brace rubber flared, and the root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.